Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, after fully advancing the knot to the arterial surface, bleeding continued. Leaving the suture in the deployed location, manual arterial compression was applied to achieve hemostasis. One week later the patient returned to clinic complaining of severe left leg pain. A doppler ultrasound revealed a vessel occlusion at the puncture site. Angiography revealed the puncture site was located at the lateral side of the bifurcation of the superficial femoral and profunda femoris arteries and the suture was deployed 3cm above the puncture site on the back wall of the vessel causing an accordion effect of the vessel where thrombus subsequently formed occluding the vessel. An attempt to revascularize the vessel using percutaneous transluminal angioplasty was unsuccessful. The suture was removed, a thrombolectomy was performed, and the vessel was surgically repaired/sutured to achieve hemostasis. There were no complications. The patient was discharged to home the next day. It was believed that during deployment, the angle of the device was incorrect and the device was over inserted into the vessel causing the suture to be deployed on the back wall of the vessel. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4): angiography reportedly revealed the puncture site was located at the lateral side of the bifurcation of the superficial femoral and profunda femoris arteries. The perclose proglide instructions for use (IFU) state under special patient populations that the safety and effectiveness have not been established in patients with access sites in the profunda femoris or superficial femoral arteries, or the bifurcation of these vessels. The IFU states under warnings not to use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It was reported that during deployment, the angle of the device was incorrect causing the suture to be deployed on the back wall of the vessel. The IFU states under smc device placement 5f-8f sheath to continue to advance the device just until brisk pulsatile flow of blood is evident from the marker lumen. The device lever (marked #1) and logo should be facing the ceiling (12 o'clock). Position the device at a 45-degree angle.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Angiography reportedly revealed the puncture site was located at the lateral side of the bifurcation of the superficial femoral and profunda femoris arteries. The perclose proglide instructions for use (IFU) state under special patient populations that the safety and effectiveness have not been established in patients with access sites in the profunda femoris or superficial femoral arteries, or the bifurcation of these vessels. The IFU states under warnings not to use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). The IFU states under the warnings section not use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a hematoma or retroperitoneal bleed. The IFU states under precautions section to use a single wall puncture technique. Do not puncture the posterior wall of the artery.